Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the during initial service on a new and out of the box unit, the device had an illuminated service indication and would not charge defibrillation energy. The device was also found to have logged multiple event codes. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation throughout functional and performance testing. The repaired device was returned to the customer for use.